Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor was inserted into (sensor location not available). On 10/6/2023, the patient was experiencing shakiness and lightheadedness while she was at school. Eventually, the patient lost consciousness for approximately 5 minutes. The patient was brought to the hospital (it was not noted by who). At the hospital, the patient was treated with IV dextrose. No bg/cgm comparison values were provided for this event. It was only noted that the cgm was giving a reading within the patient¿s ¿normal range¿. Of note, it was stated that the cgm was showing 30 points higher compared to bg meters when the parent checked for comparison (values were not provided). The patient was discharged home three days later. The patient was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 30 points higher. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2024.

Manufacturer narrative:
(B)(4).